Event description:
Information was received that reported a pt was hospitalized in 2009, due an incident of diabetic ketoacidosis. Per the rptr, the pt's blood glucose became elevated. Prior to admission, her blood glucose was 470 mg/dl. She presented to the hospital and was diagnosed in dka. Her blood glucose upon admission was 380 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.